Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detected any pause episode when the patient went into cardiac arrest and experienced syncope. The patient was upgraded to an implantable pulse generator (ipg) and the icm was explanted. No patient complications have been reported as a result of this event.